Event description:
It was reported that during a knee arthroscopy procedure it was noticed the tip of the arthroscopic wand was broken. The surgical site was surveyed with fluoroscopic assistance. The tip was not located. The facility reported that they believed the piece was "sucked out with the solution." The facility does not believe the piece is still in the patient. No patient injury was reported by the facility.

Manufacturer narrative:
The complaint device was visually examined and revealed the device had a missing suction plate, charring, and signs of excessive wear on the electrodes. Aided visual inspection revealed the electrodes were worn down to the point that the solder joints were not present. The solder joints are what keep the suction plate in place. If the solder joints are missing, it is likely that the suction plate can fall off while in use. The visual evidence suggests the device was used for a prolonged period of time. The most likely cause of the damage is continuous activation of the electrodes for more than the recommended time and/or inadvertently contacting the device against a bony surface during the procedure. Ascent's instructions for use state: "vigorous use against bony surfaces may result in excessive wear of the electrodes." "Do not allow the arthroscopic wand or electrode to come into contact with staples, clips or any metal object while it is energized." Due to the infrequency of this type of event, no trend information is available.